Event description:
It was reported that during an unrelated procedure, the physician elected to extract and replace the right atrial lead due to a history of un-reproducible noise and intermittent sensing. The cause of the noise is unknown. The patient was stable post procedure.

Manufacturer narrative:
The distal tip portion of a partial lead measuring 39.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.